Event description:
Monarc urethra lift sling inserted by urologist (B)(6) 2005, for incontinence. Approx (B)(6) months later, developed heaviness and pain in pelvic floor. Assumed it was problem with uterus. Gynecologist treated pain with medication until (B)(6) 2006, when hysterectomy performed. Three weeks after hysterectomy, all surgery wounds had healed, but I developed severe sharp pain behind the pubic bone. I could not walk without assistance. Gyn thought it was related to sling. Referred me back to urologist. Urologist examined me and said it was "impossible" my pain was from the sling and refused to offer care or treatment. He said he could do a bladder scope to appease me, but could not get me in for several months. I left his care immediately. By this time, my urine flow became slow and I was unable to urinate at times. I had a catheter inserted for 5 days. The new urologist did all possible tests to rule out anything else. I was on strong medication, oxycontin and percocet. I could not perform my job duties (self employed). My husband had to quit his job to work my business. In (B)(6) 2007, the new urologist did surgery to remove the sling. It had embedded into the tissue behind my pubic bone. He had to slice it into several pieces to remove it. I hemorrhaged shortly after surgery due to large incision and work needed to remove sling. It took several weeks for me to walk again. I had been bed-ridden for about 6 months and gained (B)(6) lbs. I have permanent nerve damage in pelvic area. I cannot stand for long periods of time. I cannot do any activities and exercises. I cannot do sports. I have more incontinence than before. My hysterectomy was probably unnecessary. Due to large amounts of pain meds taken, I now have a high tolerance for pain meds and regular medications don't work. For any pain, I have to see a pain management specialist, costing me more. Pain medications cost more than average. I had (B)(6) dollars in medical bills. I lost a client. My income dropped. I was unable to make house payments. We had to file bankruptcy. The surgery and disability from it have changed my life permanently. The mental and emotional scars are worse than the physical scars. I have depression and anxiety. I cannot afford any reconstructive surgery that may help. I have to take nerve medication at all times. I didn't take any legal action toward the surgeon. I don't know now that works and could not afford a lawyer. My family has encouraged me to contact you. Thank you.